Event description:
The facility representative reported a pump that failed to give an end of syringe alarm, as intended. This event occurred during biomed testing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The pump has been received by baxter, but has not yet had an evaluation completed. A follow-up report will be submitted when the evaluation is completed.